Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from a coaguchek xs meter. The serial number was not provided. Comparison 1: laboratory result was 2.2 inr and the meter result was 2.9 inr. Three days later, comparison 2: laboratory result was 2.8 inr and the meter result was 3.8 inr. The laboratory reagent was not known.